Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant goes dead after two days and when they turn it back on it jolts them like they put their finger in a wall socket. The patient noted it had been a while since he was reprogrammed and he used to have to charge once a week and now it was dead after two days. The patient stated he had pain in the middle of his back and guessed it was where one of the probes was. The patient had this checked and was told that everything was intact and ok. The indication for use was spinal pain.